Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that upon powering on the ventilator display screen froze at a blue image. There was no patient involvement.